Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance increased over six months and the device was at elective replacement indicator (eri). The lead was explanted and replaced. No patient complications have been reported as a result of this event.